Manufacturer narrative:
MFR eval results are as follows: torquing of the blade lead to the blade breakage. Blade cannot be torqued or used as a pry tool to remove bone. It is intended for cutting purposes only. Components of the bonescalpel system, item (B)(4), bonescalpel generator, s/n (B)(4) with mc 632, bonescalpel handpiece, s/n (B)(4) were evaluated with item (B)(4), bonescalpel blade - 10mm gold, lot 090436 as they were being used when the blade broke. Devices did not malfunction and cause or contribute to the reported event; however, it was found that generator (B)(4) required and upgrade to current configuration. This was routine servicing. There was no malfunction of the devices. Investigation results are also being forwarded to the user facility.

Event description:
The blade broke into two pieces, during use, while pressure was being applied. The blade got wedged and torqued. The dura was nicked. Dural repair was required and successfully completed. No pt injury. Surgery was delayed 10-15 mins. Case was completed w/o further incident. Corner tip was broken as surgeon tried to turn blade while he was cutting with it.